Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported they finished their treatment and their bottom teeth are worse then when they started and the pain they had was terrible. They also report having gum disease. This is a contraindicated patient for crown and periodontal issue.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.